Event description:
It was reported that the customer was hospitalized due hyperglycemia. The customer's blood glucose level was 279 mg/dl. The customer was treated at doctor. The customer was admitted to (B)(6) on (B)(6) 2015. The troubleshooting was performed. The customer mother call back the helpline and ran high pressure test on the insulin pump. The insulin pump passed the test. The customer insulin pump does not need to be replaced. The customer was advised that we will replaced infusion sets and reservoir as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.